Event description:
During ptca / stenting treatment procedure, the maverick2, monorail 15x1.5 mm balloon ruptured at 12 atms on the second inflation. The first inflation was to six atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid left anterior descending coronary artery. The physician used a 6fr heartrail jl4 guide catheter and a .014 neos field guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a cypher stent. The maverick2 monorial balloon was removed and the procedure was completed successfully. No patient injuries or complications were reported. Patient status is reported as `good'.